Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported blood glucose value of 383 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: troubleshooting was performed for the event.. The event involved product(s) mmt-7040a, mmt-398a, mmt-332a, mmt-1884. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-398a. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 04/11/2024 10:51:00.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, cracked battery tube threads, and faded serial number label. Pump passed functional testing. No unexpected insulin flow blocked alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.